Event description:
During a pci procedure, the maverick otw ptca catheter balloon ruptured at 5 atms on inflation. The number of inflations and to what atms is unknown. The lesion being treated was a calcified lesion in the proximal left circumflex (lcx) coronary artery. All concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.